Event description:
The patient reported that her blood glucose had been elevated beginning in 2007. She also experienced a period of low blood glucose the evening of 05/27/2007. She stated that, on the same day, her blood glucose values were 14.8 mmol/l (266.4 mg/dl) at 5:00am and 12.3 mmol/l (221.4 mg/dl) at 10:00pm. The following day, her values were 26.7 mmol/l (480.6 mg/dl) at 3:00pm and 24.9 mmol/l (448.2 mg/dl) at 5:30pm (in response, she delivered a 12 unit bolus of insulin). Two days later, her blood glucose values were 2.8 mmol/l (50.4 mg/dl) at 9:40pm (in response, she consumed carbohydrates) and 7.8 mmol/l (140.4 mg/dl) at 11:10pm. On the following day, her blood glucose values were 7.4 mmol/l (133.2 mg/dl) at 12:30am, 15.3 mmol/l (275.4 mg/dl) in the morning, and 19.1 mmol/l (343.8 mg/dl) later in the morning. She then contacted her physician who advised her to administer a bolus of 12 units using the infusion device. She delivered the bolus and she reported a blood glucose value of 12.9 mmol/l (232 mg/dl) just prior to her call. She reported feeling confused when her blood glucose was low and sleepy when it was high. Troubleshooting did not find any issues with the product. She did report that she recently had ophthalmic surgery and she was using an antibiotic eye drop, a steroid, and an ophthalmic pain reliever at that time. She also stated that she had not been eating on a regular schedule and she does not have a regular level of activity. She was advised to contact her physician to discuss the impact of the medications that she was taking have on her blood glucose values. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.